Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working due to a fluid loss in the device. The ipp was explanted and replaced. There were no patient complications reported.